Event description:
Reportedly, the subject device is impacted by the field safety notice on platinium devices issued in (B)(6) 2018. The patient could not be enrolled in remote monitoring and is too old to travel to the hospital, so the three-month follow-up interval recommended in the field safety notice cannot be maintained. Prophylactic replacement was therefore decided. Preliminary analysis results showed that based on available data, no issue is suspected on the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device is impacted by the field safety notice on platinum devices issued in july 2018. The patient could not be enrolled in remote monitoring and is too old to travel to the hospital, so the three-month follow-up interval recommended in the field safety notice cannot be maintained. Prophylactic replacement was therefore decided. Preliminary analysis results showed that based on available data, no issue is suspected on the device.